Event description:
On 12/08/2008, the patient reported that the previous month, she was feeling very tired and nauseated with a headache and her blood glucose was elevated. She stated that she attempted to change the infusion site many times but the cannulas would bend in half. She stated that she drove herself to the hospital and her blood glucose measured 619 mg/dl. She was treated with 2, 5 unit insulin injections and an IV drip which contained 10 units of insulin. Later, she was given another 10 units of insulin and her blood glucose lowered to 43 mg/dl. The following day her blood glucose measured 240-250 mg/dl and she was released from the hospital. She stated that her family normally assists her with changing the infusion site because she struggles with doing it on her own. On three days later, her son changed the infusion site for her and her blood glucose returned to normal. She stated that she is now using her leg as an infusion site and it working very well for her. Product was requested to be returned for evaluation.